Event description:
The clinician reports the implant was inserted on (B)(6) 2023 in ada 5. On (B)(6) 2025, loss of osseointegration was verified. No product was returned to the manufacturer. At the event the patient experienced: pain. No further patient complications were reported.